Event description:
It was later reported that there was rv lead oversensing of noise and over 1200 short interval counts (sic) logged. An rv lead fracture was confirmed.

Event description:
It was reported that the patient received inappropriate therapy due to a possible fracture right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary 693565 lead: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A proximal portion was received measuring 11.5 cm. A distal portion was received measuring 50.5 cm. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk biv ICD, implanted: (B)(6) 2010. A 419388 lead, implanted: (B)(6) 2007. A yrec20375 stent graft, implanted: (B)(6) 2002. A yrbr2615135 stent graft, implanted: (B)(6) 2002 a yrir1585 stent graft, implanted: (B)(6) 2002. A yrec1655 stent graft, implanted: (B)(6) 2002. (B)(4).